Manufacturer narrative:
The t:slim x2 user guide states: "keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to remove air from the cartridge. Tandem technical support recommended loading a new cartridge and completing all the steps of the load process. Customer's blood glucose was 312 mg/dl due to the delay in performing the load sequence. Customer addressed elevated blood glucose by delivering a correction bolus via the pump.